Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the eval of the device at the MFR's service center, "service required" alarms were observed. The device's power management board and sensor board were replaced to address the issues.